Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized for hyperglycemia on (B)(6) 2019. Customer's blood glucose level was over 600 mg/dl at the time of hospitalization. Customer stated that blood glucose was extremely high, even if she was doing the boluses. Customer stated that they was treated when admitted to the hospital and emergency was dispatched. Customer was advised by the doctor that she may need a shorter cannula due to bleeding. Customer declined troubleshooting. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.